Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) were advanced. Adequate positioning was not obtained with the 31mm wds, and it was recaptured and removed from the patient's body. Transseptal puncture was re-performed, and the pigtail catheter was advanced. The was advanced into the laa, and a pe was observed surrounding the laa and ventricles. A pericardiocentesis was performed and 450ml of blood was removed and transfused back into the patient's vasculature. The physician suspected that the was sheath caused a micro perforation.

Manufacturer narrative:
H6: added impact code of blood transfusion.

Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) were advanced. Adequate positioning was not obtained with the 31mm wds, and it was recaptured and removed from the patient's body. Transseptal puncture was re-performed, and the pigtail catheter was advanced. The was was advanced into the laa, and a pe was observed surrounding the laa and ventricles. A pericardiocentesis was performed and 450ml of blood was removed and transfused back into the patient's vasculature. The physician suspected that the was sheath caused a micro perforation.